Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that the bd vacutainer® cat (clot activator tube) plus blood collection tube would not fill during use. The following information was provided by the initial reporter, translated from dutch to english: "red tube did not fill. During donation."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® cat (clot activator tube) plus blood collection tube would not fill during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "red tube did not fill. During donation."